Manufacturer narrative:
The insulin pump was received with blank display; after disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, the insulin power up properly. The problem was isolated to electronic assembly. Unable to complete functional testing due to blank display also, unable to confirm a3 alarm or buzzing sound or weak signal error due to blank display. The insulin pump had received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor before and after a battery change. The insulin pump display is also blank. The customer's blood glucose reading was 94 mg/dl at the time of incident. Troubleshooting advised customer to remove the battery for 10 minutes and replace but the display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.